Event description:
Hill-rom received a report from hill-rom service technician stating, "the steer caster was ratcheting and would not hold." There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom service technician inspected the bed and found that the steer/brake caster was ratcheting and would not hold. He replaced the steer/brake caster and the issue was resolved. The most likely cause for this failure is wear. Based on this information, no further action is required. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in once in 2012 and once in 2013.